Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, the customer woke up with a low blood glucose (bg) level of 59 (mg/dl) that morning. It was reported that the customer been using lantus while waiting for replacement pump for a previous device malfunction. Once the replacement pump was received the customer began using the basal rate while the lantus was still active. The contact stated this was the suspected cause of the low bg. A few hours later it was reported that the customer was experiencing a high blood glucose level (300s mg/dl). Contact stated that the customer was playing outside and this sometimes causes the customer to go high. The customer delivered a bolus via the pump to correct elevated bg level. A recommendation was made for the customer to discuss bg levels with their healthcare provider.